Event description:
End users husband stated that the batteries for the (B)(4) power chair hae not been holding a charge and finally went out, user was not stranded. User has a manual wheelchair for backup. Batteries are being replaced.